Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h4: device manufacture date - the lot was manufactured between march 5-6, 2025. H11: the actual device was received for evaluation. Visual inspection via the naked eye noted the blue winged luer cap to be slightly untightened. A functional leak test was performed after the blue winged luer cap was securely tightened, and there was no evidence of a leak observed from the infusor sample. The reported condition was verified. Based on the evaluation result, root cause of the leak report was determined to be use-related. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming¿. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the winged luer cap. This was observed during filling. The device contained fluorouracil and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.